Event description:
The hospital reported that during an endoscopic vein harvesting procedure after puncturing with an aortic cutter, the hst iii system (3.8mm) seal was inserted, but it was not deployed properly and bleeding could not be stopped, so the seal was removed. An audible click was noticed upon actuation of the delivery device as the seal was delivered. The surgeon place a finger over the seal and aortomomy. The seal was fully delivered into the aorta. Once the seal was delivered into the aorta, insufficient seal deployment. No aortic clamp was used. Hemostasis was performed with a finger, and the hs was replaced. Small amount of bleeding. No blood transfusion was needed. No problem reported for the patient's health outcome/no health hazard.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000271261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.